Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from patient (pt). Patient stated that the circumstances that led to the jolt/stimulator stopped working was the battery got too low. The steps taken to resolve the issue were they spoke with couple of manufacturer representative (rep) who tried to help and sent new parts but it did nothing. Finally they were put in touch with local manufacturer representative (rep) who knew what exactly to do. Patient added that the issue has been resolved. The patient's weight at the time the event occurred was 173 lbs.

Event description:
It was reported that the patient representative says that the pt can't charge the ins and get no device found. They said this was noticed earlier today when pt "felt kind of a jolt then it quit working, and he is in terrible pain". They said this started earlier today. Controller port looks intact. Controller battery compartment looks intact. Rtm also looks intact. They reset controller during the call and then started prm, but they then just got a screen saying to connect the recharger, even though its already plugged in. The issue was not resolved. An email was sent to the repair department to replace the controller. Caller called back stating they received replacement controller but it is getting stuck on checking recharger. Agent helped pt reset the controller and cleaned the connections. Caller attempted to charge implant, but controller stayed stuck on checking recharger. Caller unplugged and plugged recharger back in but caller was still stuck on checking recharger. Agent emailed repair to replace recharger. Caller added pt is in so much pain. Patient rep called back repeating information from previous calls. Caller reported that they called the patients doctor because they were concerned about the patient's pain and how long they would have to deal with these issues; caller followed up saying the doctor got them in contact with a mdt rep who got the patients old equipment working. Caller stated that everything is working and they no longer need the replacement recharger or controller and want to send both back as they will not use either. Agent reviewed that both packages have already been processed; patient noted that they will wait for the recharger in order to send the controller and recharger back in 1 box together. Patient representative called back and stated they were sent replacement equipment but it didn't work. Caller stated their mdt rep helped them get the original equipment working, so they would like to return the other equipment. Caller stated the return label is addressed to "repair services," but the equipment they're returning "doesn't need repair." Agent reviewed information and return shipping instructions.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; product ID 97755 (serial: (B)(6); product type: 0213-recharger; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.